Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced as a result of twiddling. No patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.